Event description:
It was reported the balloon ruptured and the shaft fractured. The 100% chronic total occlusion (cto) was located in the mildly tortuous, moderately calcified right coronary artery (rca). After a non bsc guidewire crossed the lesion, the physician selected a threader1.2x12mm balloon catheter for use but was unable to cross the lesion. The device was exchanged to a 1.0mm non bsc balloon, and pre-dilatation was performed with the use of a non -bsc extension guide catheter. The threader 1.2x12mm was advanced to the lesion again, and another dilatation was attempted, however, the pressure level on the inflation device did not increase. The physician suspected that the balloon ruptured, and removed the threader1.2x12mm from the patient. During removal, the threader was found detached at the hypo tube section (about 20cm proximal from the powercoil). The detached portion of the catheter was confirmed to be at the distal tip of the non-bsc extension guide catheter based on the fluoroscopic image. The detached portion was removed from the patient an a system. The procedure was completed with a different device. No further complication were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter in two (2) pieces. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination revealed that the proximal end of the balloon was bunched but didn¿t present any tears. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities in the balloon. Microscopic examination presented no damage or irregularities to the tip, bi-component weld / bonds, proximal markers or markerbands. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination and tactile inspection revealed a complete hypotube separation 86cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the balloon ruptured and the shaft fractured. The 100% chronic total occlusion (cto) was located in the mildly tortuous, moderately calcified right coronary artery (rca). After a non bsc guidewire crossed the lesion, the physician selected a threader 1.2x12mm balloon catheter for use but was unable to cross the lesion. The device was exchanged to a 1.0mm non bsc balloon, and pre-dilatation was performed with the use of a non -bsc extension guide catheter. The threader 1.2x12mm was advanced to the lesion again, and another dilatation was attempted, however, the pressure level on the inflation device did not increase. The physician suspected that the balloon ruptured, and removed the threader 1.2x12mm from the patient. During removal, the threader was found detached at the hypo tube section (about 20cm proximal from the powercoil). The detached portion of the catheter was confirmed to be at the distal tip of the non-bsc extension guide catheter based on the fluoroscopic image. The detached portion was removed from the patient an a system. The procedure was completed with a different device. No further complication were reported and the patient status was good.

Manufacturer narrative:
(B)(4).